Event description:
I have had 2 devices that drew blood when applied and then stopped working. Abbott will not provide a refund, only a replacement for the product. Pt: 4582. Device: 4001. Reference #: mw5190095. This report captures lingo biosensor #2.